Event description:
"It was reported that this right ventricular (rv) lead had delivered one burst of inappropriate anti-tachycardia pacing (atp). 10 ventricular events were stored over four days and contained oversensed noise. Rv pace and shock impedances were stable and within normal limits. It was noted that the rv lead was implanted in 2012. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was surgically abandoned and replaced due known noise. It was noted that the patient's ejection fraction (ef) had covered to 55-60%, and the physician felt the best course of action was to place a new pacing lead and downgrade to a crt-p system. The rv lead was observed under fluoroscopy, as well as visually after removing the can, and there was no visible lead integrity concern. No pacing inhibition was reported. No adverse patient effects were reported". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).